Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that during an implant procedure, this left ventricular (lv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The lv lead was repositioned in a newer position with lower measurements of 2200 ohms. The lv lead remains implanted and in service. No adverse patient effects were reported.